Event description:
On february 28,2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp. During a subacromial decompression procedure, the screen from the tip of the wand was reported to have detached and remained in the pt. There are no plans to reoperate to remove the screen. No pt injury was reported.